Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 08/26/2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 08/26/2014 with the following findings: the display screen was observed to have a pinkish contrast. Unable to verify a time/date reset to the default setting in the black box. Pump was exercised for 24hrs to ensure the internal battery was fully charged, after 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time and date reset to 12:00am 1/1/2007. The pump cover was removed; a visible inspection confirmed the internal battery was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.